Event description:
It was reported that a patient underwent a ventral hernia repair procedure on an unknown date. The patient experienced a recurrent ventral hernia. Additional information has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Recurrent hernia. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.